Event description:
It was reported that the pump had damaged battery terminal/receptacle. It will not power up on batteries. Left-most battery position has damaged spring coil. Unit is ok using ac adapter. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for analysis. The complaint was verified by visual inspection, it was also noted that the downstream occlusion (dso) sensor was defective. The cause was the battery compartment. Replaced battery compartment and dso sensor to resolve the reported issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.